Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor cannula was missing. The customer noticed the issue with the sensor cannula after the sensor was removed. Customer's blood glucose level was 12 mmol/l. The device was not returned.